Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the nanocross balloon was prepared <(>&<)> loaded on 0.014 support guide wire during pta of posterior tibial artery. The lesion was moderately calcified. Nanocross balloon ruptured at nominal pressure, no patient injury reported. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber contained significant blood residue. The blood residue was flushed out and a pinhole leak was detected 1 mm distal to the distal mid-marker band.